Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor was flattened. As well, the distal conductor became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut, as well as a tear. Visual summary analysis of the lead indicated that the lead was returned with conductor and insulation damage. The analyst noted that the helix was extended. It was also found that the fracture and insulation breach were due to explant damage. No fracture or insulation breach in-vivo were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's lead had a confirmed fracture, insulation and conductor damage outside the sheath and the helix would not extend. The lead was explanted and replacement is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.